Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. The reported product is not expected to be returned as the customer has reportedly discarded the product. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A caregiver reported on behalf of her son who obtained an unspecified high reading in comparison to a reading on a competitor brand meter. The customer experienced symptoms of nausea, vomiting, "could not stand", and was unable to self-treat. The customer was treated with a glucose injection by an unspecified third-party. There was no report of death or permanent injury associated with this event.